Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported that around the reservoir compartment was chipping of the insulin pump. The customer¿s blood glucose value was unknown. The customer was also reported that the reservoir window had crack. The insulin pump will not be returned for analysis.